Manufacturer narrative:
(B)(4). Event evaluation: event evaluation: neither the complaint device nor the lot number was provided to help assist us with this investigation. Unfortunately, without the actual complaint device, we are unable to determine with certainly how this event may have occurred. We can advise that we have documented this report and have notified the appropriate personnel of this incident. The info provided states that the device was inflated to 17-18 atm's. Our label info clearly instructs the user not to exceed 15 atm. Considering the info provided by the customer, it is feasible to say that the rupture may have been related to the balloon being over inflated. We encourage the customer to following the outside label info pertaining to the recommended inflation parameters prior to usage. We will continue to monitor for similar complaints.

Event description:
The balloon catheter was inflated to 17-18 atm's and held for a short time. The balloon appeared to rupture circumferentially and during an attempt to remove the device from the pt, pieces of the balloon separated and remained in the pt. The pt had to under go surgery to remove the balloon pieces.